Manufacturer narrative:
An investigation will be conducted by syncardia. The results of the investigation will be provided in a supplemental MDR.

Event description:
This onboard battery was not in use in a pt's freedom driver. The customer reported that when he placed the freedom onboard battery into the freedom battery/charger, the green light flickered on the freedom a/c power supply that connected the battery charger to external power. This alleged failure mode poses a low risk to a pt because the issue was observed when the freedom onboard battery was not in pt use.